Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 7 and required maintenance. A field service engineer removed the back panel and observed that the latch sensor light was off, inspected the latch assembly and confirmed the magnet was present. Found the latch sensor loose, reassembled the latch assembly, and rebooted the device. After reboot, the latch sensor light turned on. The customer successfully recovered the full height cubie drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie drawer 7 (aux) requires maintenance. A nurse reported that the issue occurred while pulling out medications. Customer confirmed that the nurse was able to obtain the required medication from the pharmacy, but the incident caused a delay of approximately 30 minutes. The customer rebooted the station and attempted a drawer recovery, but continued to receive a ¿requires maintenance¿ error. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.